Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2023 was used as estimate. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced perineal pain upon activating this artificial urinary sphincter (aus). The patient stated that the pain intensifies when urinating and that he wants the device to be removed. A cystoscopy was performed, and the patient was treated with medication for the pain. In addition, the physician suspects that there is a subclinical infection; therefore, he is treating the patient with antibiotics. There were no further patient complications and no device issues reported. A revision surgery has not been scheduled.